Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 95% stenosed, 30x2.25mm target lesion was located in the mildly tortuoused and mildly calcified left circumflex artery (lcx). A 2.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, the delivery shaft was fractured at about 40cm from the hub. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 49.6cm from the hub. The fracture faces were oval as if kinked prior to separation. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube and shaft kinks. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 95% stenosed, 30x2.25mm target lesion was located in the mildly tortuoused and mildly calcified left circumflex artery (lcx). A 2.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, the delivery shaft was fractured at about 40cm from the hub. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.